Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. On telemetry pacing inhibition for up to 9 seconds was observed on the ventricular channel, however, it was noted seen on the printed electrogram (egm). Boston scientific technical services (ts) was consulted and discussed that the pacing inhibition was likely due to farfield sensing of the atrial pace on the ventricular channel. Since the patient was noted to be ventricular paced 88 to 91 percent and the ventricular blank after atrial pace was already at 85 milliseconds. Ts suggested adjusting sensitivity. Ts also discussed that since defibrillation threshold (dft) testing was not performed at implant, it should be performed following changing the sensitivity. Nine days later, they were still seeing right ventricular (rv) pacing inhibition due to crosstalk, even after programming changes were made. Ts discussed that there were not many other programming options available. At this time, the rv lead and ICD remain in service and no additional adverse patient effects were reported.